Event description:
The implant malfunctioned due to broken/fractured component. The malfunction did not cause or contribute to a death or serious injury.

Manufacturer narrative:
The initial report did not have the correct event type documented, thecorrent event type, injury, is provided in this follow-up report.

Event description:
The implant malfunctioned due to broken/fractured component. The malfunction did not cause or contribute to a death or serious injury. The initial report did not have the correct event type documented, the current event type, injury, is provided in this follow-up report.